Event description:
Patient intubated during code blue. Etco2 monitoring via zoll attempted. Cable was plugged into monitor and adapter was placed on ett, but etco2 did not produce a reading. Zoll defibrillator was later assessed in the clinical engineering department and found that the etco2 cable was not reading. Cable was replaced with new cable and began to read correctly.